Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed noisy signals that were over sensing. These signals were reproducible with isometrics. The lead trend showed a drop in r wave amplitude, but impedance was relatively stable. Also the rv lead delivered inappropriate anti-tachycardia pacing and was found to be dislodged. The rv lead has been explanted and is expected to be returned for analysis. No additional adverse patient effects were reported.